Event description:
Add'l info rec'd from MFR 9/2/05: telemetry transmitter, models 90343 and 90347. Telemetry received, model 90478. The specified serial number of the transmitter and receiver involved in this alleged incident are unknown. A pt was found unresponsive and pulseless by the nurse on rounds at 11:45 pm. Info available indicated that the pt was not connected to the telemetry monitoring system when the situateion was discovered. A review of the monitors history after the code show that there was no signal detected after 10:30pm. No additional details were reported. It is not clear what specific devices were involved in this issue. Telemetry transmitters and receivers at the facility were tested by the hospital's biomed and found to function per specification. The operation of the rate, low battery, and lead-off alarms was verified. During the system test it was found that no audible alarms were generated for low battery or squelch. The appropriate visual alerts did appear on the central station display. When the system settings were changed to enable audible alarms for low battery and squelch, both audible and visual alarm performance was verified. The equipment settings were examined and the module configuation management settings in the receiver module were set so as not to audible alarm during a "low battery" condition or a "squelch" (loss of telemetry signal) condition. These were the settings as requested by the hosp during set up of the equipment in july, 2004. The hosp requested these settings in an attempt to mirror the setting of the equipment that this replaced. The settings that the hosp requested differed from the instrument's factory default setting. After reviewing the systems setup records and operation of the device with the hosp they acknowledged that the alleged incident was not caused by any malfunction of the equipment. The conclusion of the investigation is that there is no evidence that the telemetry equipment installed at the hosp failed to alarm or that it failed to perform to any of its specifications. The pt ceased to be monitored at 10:30 pm due to loss of signal. It is clear that this unmonitored condition existed for more than an hour and three quarters without being recognized by the hosp staff. There is no history of similar events; i.e. Period of patients being unmonitored, which are attributable to intermittent equipment operation. All of the devices in use during this alleged incident are currently in use at this hospital and are reported to be monitoring patients per specification. Spacelabs was made aware of this issue in april, 2005. The specific transmitter and receiver involved were not identified; all telemetry equipment has remained in the possession of the hospital. The telemetry system was evaluated at the hospital and is currently in service and is being used to monitor patients. Specelabs has worked with the hospital's staff instructing them on how to operate the telemetry system and on how different settings can affect its operation. As of 3 mos later the hosp has set up a formal process for determining default alarm settings on all new and existing monitoring equipment in the hosp.

Event description:
Pt was found unresponsive and pulseless by rn on night shift rounds at 1145 pm. Code blue called, pt had no response to resuscitation and time of death noted to be 00:08. Rn in charge 7p-7a states review of the monitors at the station after the code show no heart rate as of 2230. States does not believe there was any alarm for asystole that sounded. It was noted that EKG monitor placed during code showed sr-pea, the next documented rhythm during the code was agonal.